Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call experiencing low blood glucose of 29 mg/dl the morning of the call. The customer stated that they suspended the insulin pump for a shower, then changed the infusion set and tried to rewind and prime, but the insulin pump alarmed compromised force sensor system and they were unable to exit the preparing to prime loop. Troubleshooting was declined. It was advised to discontinue the use of the insulin pump and to revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during displacement test, problem isolated to motor. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to compromised force sensor system alarm. No moisture damage on keypads, motor, vibrator, battery tube or electronic assembly during visual inspection. Unit had minor scratched lcd window, cracked reservoir tube lip and scratched reservoir tube window.